Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to loss of electrode function and zig-zag impedances. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.